Manufacturer narrative:
(B)(4). Device evaluation summary: investigation summary: it was reported assembly missing component / incorrect quantity. An empty opened foil, an empty labeled winding former and a needle-suture combination of product code sxpp1a402, lot lgz422 were returned for analysis. During the visual inspection of needle/suture under magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, body fluids in the barbs were found. No defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident of: ¿ it was found that the suture did not have a fixation tab from the beginning". A manufacturing record evaluation was performed for the finished device lgz422 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2019 and barbed suture was used. The staff reported that the suture did not have a fixation tab attached from the beginning. There were no adverse patient consequences reported. Upon evaluation, no defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. No additional information was provided.